Manufacturer narrative:
Initial and final MDR (B)(4), device 1 of 2.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on 10-nov-2024. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.